Manufacturer narrative:
(B)(4).

Event description:
It was reported that an asymptomatic patient presented remotely via merlin.net. Review of the transmission revealed inappropriate ventricular noise reversion episodes on the pulse generator. The device was reprogrammed to fixed sensitivity settings.